Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection / functional test of the returned device were conducted during the investigation; no systemic issues were found related to the reported issue. The visual inspection of the returned device confirmed that the shaft of the catheter separated distal to the proximal assembly. Biomatter was present. The mac-loc was in the locked position. The cap and tubing were unable to be pulled or twisted within the proximal assembly. No cracks or defects were observed on the proximal assembly. One thread was present between the mac-loc and cap. Hemostats were used to clamp off the catheter in order to pressurize the proximal assembly. Water immediately leaked from the locking lever suture hole in the mac-loc assembly. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the main work orders ((B)(4)) are as follows. Work order 8066757 had 1 nonconformance for dirt above the seal in packaging, which was reworked. This work order contained a mac-lock subassembly from lot sa7939194. Sa7939194 had 0 nonconformances. Work order (B)(4) had several nonconformances: 1 nonconformance for incorrectly applied IFU, which was reworked; 4 nonconformances for bad forming, which were scrapped; and 2 nonconformances for foreign matter, which were scrapped. This work order contained a mac-loc subassembly from sa7939190. Sa7939190 had 2 nonconformances during manufacturing for incorrect alignment of the pinning press when assembling the lever on the subassembly, which were scrapped and replaced. There were no nonconformances from the qc check. The work orders confirmed that qc was performed on the devices. All nonconformances observed were scrapped. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to correct this issue. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4- lot number: the distributor advises that the likely lot number of the complaint device is either 8066757 or 8070548. (B)(4). G5- PMA/510(k) #: exempt. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the ultrathane mac-loc locking loop multipurpose drainage catheter was leaking - it was dripping bile from around the locking lever. The patient had a roux-en-y biliary anastomosis, and the customer had previously used a modified multipurpose drain ("modified" drain here was described by the reporter to mean a drain with additional side holes cut by the customer to avoid one of the side holes on the straight segment of an internal/external biliary drain ending up outside the biliary system, as can happen in patients without a normal length of common bile duct). The physician cut an additional 5 sideholes in the complaint device, which is reportedly not an uncommon practice for this customer, and then inserted it without difficulty, sutured it in place, and left it in on free drainage. During the initial dressing the nurse noted the drainage tube leaking. The physician wondered if they had failed to lock it properly, so they unlocked and relocked it, and the leak seemed to stop. The patient contacted the hospital later that evening to report the leaking of the complaint device. The next day, no leak was noticed when taking down the dressing; however, when contrast was introduced, it leaked round the lock and came out the side holes. As planned, they cut the tube, leaving the lock closed, and then removed the remainder of the tube over a wire. They decided, in view of the problems, to use another internal/external biliary tube for the replacement (which was placed without incident). The product has been received for evaluation; however, as of the date of this report, the investigation is still pending.